Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml had poor barrier separation. The following information was provided by the initial reporter: "are you able to help us with a complaint re the bd vacutainers? More of our sites are discovering issues with the tubes in that the mononuclear layers are not separating in some tubes and are in others (during the same processing). This is an issue for us as we have not many issues and these samples are crucial for our research. Once we are put in touch with the correct person, we will send details including batch numbers of affected tubes."

Manufacturer narrative:
Additional lot #s: 8243918, 9122989; additional expiration dates: 2019-09-30, 2020-05-31. (B)(6). Additional manufacture dates: 2018-08-31, 2019-05-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml had poor barrier separation. The following information was provided by the initial reporter: "are you able to help us with a complaint re the bd vacutainers? More of our sites are discovering issues with the tubes in that the mononuclear layers are not separating in some tubes and are in others (during the same processing). This is an issue for us as we have not many issues and these samples are crucial for our research. Once we are put in touch with the correct person, we will send details including batch numbers of affected tubes."